Event description:
Initial reporter stated cassettes would not capture during surgical set-up. Two different packs were opened and the cassettes from the packs would not capture. Another pack was opened from the same lot # and the cassette did capture. There was no surgical procedure occurring at this time.